Event description:
Per the clinic, the attract magnet was explanted (date not reported) due to an unknown reason. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-00130.